Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not received for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused a delay of less than one hour to the surgery. It was reported that after taking a spin with the imaging device, navigation was inaccurate. The surgery was completed without navigation. Medtronic representative suspects frame was bumped. There was a delay of less than 1 hour. No known impact on patient outcome.

Manufacturer narrative:
Patient identifier added. Specific inaccuracy added to event description. If information is provided in the future, a supplemental report will be issued.

Event description:
2018-06-25 00643232 (hcp, rep) medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the navigate task and caused a delay of less than one hour to the surgery. It was reported that after taking a spin with the imaging device, navigation was inaccurate by 3-5mm. The surgery was completed without navigation.